Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6)2009 to (B)(6)2010. Concurrent conditions included overweight, anemia since 2011, herpes nos, chest pain, closed head injury, cystocele, vulvovaginal candida, post coital bleeding, gerd since (B)(6)2014, scapula pain since (B)(6)2014, anxiety disorder since (B)(6)2014, flank pain since (B)(6)2015, ovarian cyst since (B)(6)2015, haemangioma of liver since (B)(6)2015, urinary incontinence since (B)(6)2016, stress incontinence since (B)(6)2016, cervicitis since (B)(6)2017 and nabothian cyst since (B)(6)2017. Concomitant products included norethisterone (micronor) since (B)(6)2011 for birth control, ethinylestradiol;norethisterone acetate (microgestin) since (B)(6)2015 for haemorrhage nos as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2012 to 2017, allopurinol (elavil) since (B)(6)2014, amitriptyline since (B)(6)2014, diphenhydramine citrate;ibuprofen (motrin pm) since 2005, ferrous sulfate from (B)(6)2016 to (B)(6)2016, ibuprofen since 2017, magnesium oxide since 2015, naproxen from (B)(6)2016 to (B)(6)2016, rizatriptan since 2014, topiramate (topamax) since (B)(6) 2014 and vitamins nos (multivitamin) since 2016. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and pain ("pain: all over pain"). In (B)(6)2011, the patient experienced the first episode of anxiety ("anxiety/extreme anxiety"). In (B)(6)2011, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection constantly after sexual activity"). In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping) extreme cramps not normal period cramps"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), arthralgia ("joint pain"), pruritus ("rashes or skin conditions type: extremely itchy skin and head"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the hypersensitivity, the last episode of anxiety, fatigue, arthralgia, female sexual dysfunction, bacterial vaginosis, migraine, dysmenorrhoea, constipation, alopecia, vaginal discharge and vulvovaginal mycotic infection outcome was unknown and the menorrhagia, dyspareunia, vaginal haemorrhage, headache, pruritus, pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pain, pruritus, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement was 160 lbs. Coils- right 2 , left 2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Computerised tomogram abdomen - on (B)(6)2015: 2.3 cm left ovarian cyst.; on (B)(6)2015: liver:mall cyst or hemangioma in the liver pelvis: 2.3 cm left ovarian cyst. Appendix not definitively identified but likely normal based on coronal.. Electrocardiogram - on (B)(6)2016: nsr at 64/min; no acute changes. Hysterosalpingogram - on (B)(6)2017: total bilateral occlusion. Nuclear magnetic resonance imaging abdominal - on (B)(6)2017: uterus measures 10 cm in length, 527 m ap and 6 in meters transverse. Uterine endometrium measures approximately 1.3 cm in thickness and sagittal images. Uterine t2 dark junctional zone is uniform in thickness, measuring less than 1 cm, with no findings to suggest adenomyosis. The ovaries are normal bilaterally. The right ovary demonstrates a simple cyst measuring 2.6 cm, which requires no imaging follow-up. Impression: normal study. No MRI findings to suggest adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache ,migraine, low back pain ,anxiety disorder, pruritus, menorrhagia, dysmenorrhea,abdominal pain ,urinary tract infection ,fatigue. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received : reporter's information updated. Lot no. Added. New events - abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), hysterectomy (full), infection(bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast infection ,migraines / headaches, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: extremely itchy skin and head, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal digestive system condition type: constipation, hair loss, pain, vaginal discharge were added. Outcome of the events were updated. Concomitant drugs, historical drugs, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included body mass index normal, anemia since 2011, herpes nos, chest pain, closed head injury, cystocele, vulvovaginal candida, post coital bleeding, gerd since (B)(6) 2014, scapula pain since (B)(6) 2014, anxiety disorder since (B)(6) 2014, flank pain since (B)(6) 2015, ovarian cyst since (B)(6) 2015, haemangioma of liver since (B)(6) 2015, urinary incontinence since (B)(6) 2016, stress incontinence since (B)(6) 2016, cervicitis since (B)(6) 2017 and nabothian cyst since (B)(6) 2017. Concomitant products included norethisterone (micronor) since (B)(6) 2011 for birth control, ethinylestradiol;norethisterone acetate (microgestin) since (B)(6) 2015 for haemorrhage nos as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2012 to 2017, allopurinol (elavil) since (B)(6) 2014, amitriptyline since (B)(6) 2014, diphenhydramine citrate;ibuprofen (motrin pm) since 2005, ferrous sulfate from (B)(6) 2016 to (B)(6) 2016, ibuprofen since 2017, magnesium oxide since 2015, naproxen from (B)(6) 2016 to (B)(6) 2016, rizatriptan since 2014, topiramate (topamax) since (B)(6) 2014 and vitamins nos (multivitamin) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and pain ("pain: all over pain"). In (B)(6) 2011, the patient experienced the first episode of anxiety ("anxiety/extreme anxiety"). In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection constantly after sexual activity"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping) extreme cramps not normal period cramps"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), arthralgia ("joint pain"), pruritus ("rashes or skin conditions type: extremely itchy skin and head"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, the last episode of anxiety, fatigue, arthralgia, female sexual dysfunction, bacterial vaginosis, migraine, dysmenorrhoea, constipation, alopecia, vaginal discharge and vulvovaginal mycotic infection outcome was unknown and the menorrhagia, dyspareunia, vaginal haemorrhage, headache, pruritus, pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pain, pruritus, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement was 160 lbs. Coils- right 2 , left 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: 2.3 cm left ovarian cyst.; on (B)(6) 2015: liver:mall cyst or hemangioma in the liver pelvis: 2.3 cm left ovarian cyst. Appendix not definitively identified but likely normal based on coronal.. Electrocardiogram - on (B)(6) 2016: nsr at 64/min; no acute changes. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: uterus measures 10 cm in length, 527 m ap and 6 in meters transverse. Uterine endometrium measures approximately 1.3 cm in thickness and sagittal images. Uterine t2 dark junctional zone is uniform in thickness, measuring less than 1 cm, with no findings to suggest adenomyosis. The ovaries are normal bilaterally. The right ovary demonstrates a simple cyst measuring 2.6 cm, which requires no imaging follow-up. Impression: normal study. No MRI findings to suggest adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache ,migraine, low back pain ,anxiety disorder, pruritus, menorrhagia, dysmenorrhea,abdominal pain ,urinary tract infection ,fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), anxiety ("anxiety"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, dyspareunia, anxiety, fatigue and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, dyspareunia, fatigue and hypersensitivity to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.